Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's most recent glucose reading was 228mg/dl and was treated with an insulin drip. The customer stated that she had elevated ketone levels, nausea, frequent urination, vomiting, and extreme thirst. The customer stated that the doctor changed her basal rates. Troubleshooting was performed. The buttons were unresponsive and the time was not advancing. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.